Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the posterior cuff successfully captured the posterior needle; however, the anterior cuff did not capture the anterior needle during the needle deployment as evidenced by the anterior cuff remaining in the anterior foot pocket. An anterior needle-to-cuff miss would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Subsequently, a needle-to-cuff miss will result in continued bleeding that will require an alternative method of hemostasis, such as, the use of an additional proglide device to achieve hemostasis, as reported. Possible contributing factors for the anterior needle-to-cuff miss included, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel, which met the manufacturing criteria. Additionally, the needle trajectory of every device is checked during manufacturing to ensure proper needle trajectory. The anterior cuff successfully captured the needle during the proxy needle plunger insertion. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, based on the successful test of the device needle trajectory and push mandrel travel, the probable cause for the anterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. A query of the complaint database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that after a coronary stenting procedure through a 6f sized sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, there was no suture attached to the needle. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, a needle-to-cuff miss occurred. The second proglide device was removed over a guide wire and a third proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.